Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (240 mcg/ml at 35 mcg/day) and bupivacaine at 4.4 mg/day via an implanted pump. The patient¿s concomitant medications included atorvastatin, vitamin d3, dulagutide, duloxetine, empagliflozin-metformin, levothyroxine, lyrica, and amitriptyline. The patient¿s medical history included diabetes, hypertension, bilateral knee surgery, elbow surgery, gallbladder removal, spinal stenosis, neuropathy in bilateral leg secondary to diabetes, and degenerative disc disease l3 ¿ l4. The indication for pump use was non-malignant pain. It was reported that the patient had had a cerebrospinal fluid (csf) headache since the date of the pump trial on (B)(6) 2022 when a spinal segment of catheter was implanted. After the pump and pump segment of catheter were implanted on (B)(6) 2022, the headache went away for 3 hours postop but then the headache returned. The patient continued to have headaches over the next 7 days until a blood patch was done on (B)(6) 2022. The blood patch helped to alleviate the headache for 2 hours but then the headache returned. The patient also continued experiencing nausea, dizziness, and dehydration due to the inability to eat or drink. The patient was admitted to the local hospital ER (emergency room) on (B)(6) 2022. He was administered 2 liters of intravenous fluid then discharged to home. On (B)(6) 2022, there was a question about a fall while at home in the bathroom; it was unwitnessed. The patient was brought to the local hospital and a CT scan revealed a subdural hematoma. The patient was life flighted to another hospital on (B)(6) 2022 where the neurosurgeon performed a left subdural hematoma evacuation. The neurosurgeon could not identify a cause-and-effect of the subdural hematoma; however, the interventional pain anesthesiologist managing the pump requested that the pump be decreased to shelf state rate of .006 ml/day as the patient was confused/not recognizing immediate family members and not able to articulate days of the week. He was only able to answer yes or no to simple questions. After the ICU (intensive care unit) bedside nurse programmed the pump to the shelf state rate, the patient was receiving hydromorphone at 1.4 mcg/day and bupivacaine at 0.174 mg/day. The patient¿s family stated that he was receiving effective relief from the pain in his lower back and his bilateral legs. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 05-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.